Event description:
Reporter called explaining that on september 27th their rhythm healthcare portable oxygen unit had caught fire while they were at their doctors office. Reporter also stated that they nearly fainted from inhaling the smoke in the air which also made it hard for them to breath. 911 was called and they were taken to the hospital where they were given oxygen. Defective portable oxygen unit was taken away and replaced immediately with another portable oxygen unit of the same brand. Reporter stated that they are afraid to use replacement portable oxygen unit due to the event that had taken place.